Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient attended and reported lack of efficacy with no paresthesia coverage despite device being on. After device interrogation it was found that electrode 2 was out of range, high impedance. The device was reprogrammed using different electrode and provided good coverage where the patient could feel paresthesia coverage to all painful areas. Outcome was resolved without sequelae. Etiology was a causal relationship to the device or therapy. Patient age at consent was 60 years old.